Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of '2nd button not responding' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be softkey at row 1 column 2 did not operate. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump 2nd button in keypad was not responding during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.